Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, pre-close placement of the sutures was achieved in a 6-french sized access site in the right common femoral artery. Reportedly, the sutures of two proglide devices were successfully deployed and set to the side. The access site was upsized to accommodate the pevar delivery catheter, but the customer could not remember if it was upsized to a 14-french sized sheath or an 18-french sized sheath. After conclusion of the pevar procedure, with guide wire access of the vessel maintained, the knot of the first proglide device was successfully advanced to the arterial surface of the vessel. While advancing the knot of the second proglide device, the blue rail portion of the suture was pulled and a piece of tissue from the artery wall came out with the suture. The suture of a third proglide device was deployed and used with the first proglide device to achieve hemostasis. However, there was no distal pulse present. An ultrasound of the vessel revealed moderate calcification at the access site and an occlusion of the vessel. A surgical cutdown was performed. The sutures were removed and an endarterectomy was performed. The vessel was surgically repaired and sutured to achieve hemostasis. Distal pulses were restored. There was no reported adverse patient sequela. There was a clinically significant delay reported in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The customer reported that a femoral angiogram was not performed prior to use of the perclose proglide device. The instructions for use (IFU) states under the arterial site and puncture considerations section that before inserting the access needle, use of ultrasound guidance to visualize the common femoral artery or fluoroscopy to visualize the femoral head is recommended. When using the femoral head as a reference point, target the middle of the femoral head as the puncture site. Performing a femoral angiogram through the introducer sheath (or procedural sheath) to verify that the access site is in the common femoral artery is recommended before anticoagulants are given. Perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Additionally, the IFU states under the warning section to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced were filed under separate medwatch manufacturer reports. (B)(4). The customer reported that a femoral angiogram was not performed prior to use of the perclose proglide smc device. The instructions for use (IFU) states under the arterial site and puncture considerations section that before inserting the access needle, use of ultrasound guidance to visualize the common femoral artery or fluoroscopy to visualize the femoral head is recommended. When using the femoral head as a reference point, target the middle of the femoral head as the puncture site. Performing a femoral angiogram through the introducer sheath (or procedural sheath) to verify that the access site is in the common femoral artery is recommended before anticoagulants are given. Perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. Additionally, the IFU states under the warning section to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. Moderate calcification was reportedly present at the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.